Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a preventative maintenance (pm) a getinge field service engineer (fse) found that the doppler and the tip was broken. To fix the issue, the fse replaced the doppler and verified proper operation, which was working as designed. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During a scheduled preventive maintenance by a getinge field service engineer (fse) the doppler of the cs300 intra-aortic balloon pump (iabp) was found to be broken. There was no patient involvement, and there was no adverse event reported.